Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analyzed; no anomalies were found.

Event description:
It was reported that it was not possible to connect the lead to the port on the implantable pulse generator (ipg). The device was not used. No further patient complications have been reported as a result of this event.